Event description:
It was reported in a service report that the nurse call cable was separated where the cable meets the plug which goes into the headwall. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: cable-nurse call cable was defective.